Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) showed some irregularities on device check. The ipg was re programed and remains in use. No patient complications have been reported as a result of this event.